Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a "patient got electric shock while treatment" using a waveone motor . Outcome of the event is unknown as of this MDR evaluation.